Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this rv lead. Noise correlates with an increase in rv short interval counts and a decrease in rv sensing amplitude on same date. Patient to be seen in-clinic for postural and isometric testing. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be update.